Event description:
Went to start piv [peripheral intravenous line] with 22 insyte autoguard catheter. IV attempted and needle pulled out of catheter, but needle would not engage into safety after pushing white button. Had to put exposed needle into sharps container.